Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had pump error. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting was performed. Customer states that the insulin pump was exposed to magnetic field. Customer advised revert to the back-up plan. The insulin pump will be returned for analysis.